Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the reporter (¿assisted living¿ carer) contacted lifescan (lfs) alleging that the lay user/patient¿s onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal readings. Medical surveillance attempted to follow up with the reporter to obtain additional information, but was unable to contact the reporter and/or patient. The complaint was classified based on the customer service representative (csr) documentation as well as information obtained from listening to the original call recording. The reporter stated that the alleged inaccuracy issue began on (B)(6) 2015 at approximately 7:30am in the morning, when the patient reportedly obtained a reading of ¿533mg/dl¿ using the subject device, which she felt was high, compared to her feelings and/or normal readings. The reporter stated that the patient manages her diabetes using insulin (specifically: apidra 7 units in the morning and 5 units at lunch; levemir 16 units after breakfast and 9 units after dinner) and self-adjusts the dose. The reporter stated that the patient continued with her usual diabetes management routine after the alleged issue began, and denied experiencing any symptoms in response to the reported issue. The patient reportedly visited the emergency room (ER) on (B)(6) 2015 just after the elevated reading was obtained, but the reporter does not know if the patient¿s blood glucose was measured using another device or what hcp treatment, if any, the patient received during her visit to the ER. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure, an approved sample site was being used and the test strips were not expired. The csr noted that the patient did not have control solution so was unable to walk through a re-test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly visited the ER and may have received hcp treatment for a severe blood glucose excursion, after the alleged meter issue began.